Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported the cannula was not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 400 mg/dl less than 4 hours after the pod was activated. Upon further investigation she noticed the cannula was not inserted into the infusion site and there was a bend in the cannula. There was also blood noted at the site.